Manufacturer narrative:
(B)(4).

Event description:
It was reported during an elective generator changeout, insulation abrasion was observed on the proximal portion of the right ventricular lead. No electrical abnormalities were noted. The lead was capped and replaced. The patient condition is stable following the procedure.